Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 13 states, "problems of the knee or ankle of the affected limb or contralateral limb aggravated by leg length discrepancy, too much femoral medicalization or muscle deficiencies." Number 14 states, "postoperative bone fracture and pain." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-01833 & 07349).

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a 522 clinical study. It was reported that patient underwent right total hip arthroplasty on (B)(6) 2002. During post operative monitoring and testing, adverse reaction to metal debris, fluid and lesion scarring were noted. The fluid in the anterior lateral and anterior medial quadrant of the right hip measured 22.2 x 67.1 x 53.3 x 4.8 mm. These findings were found due to follow up testing. Patient further reported discoloration, knee/ankle problems, discomfort, cramping and pain. There has been no reported revision procedure to date.